Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2013-34263.

Event description:
The customer reported having low blood glucose of 47mg/dl. The customer sounds confused and the paramedics were called. Attempted to contact the customer days later, and found that the customer inserts the sensor improperly. No further information was provided.